Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: upon subsequent follow-up with the reporter, additional information was received. The reporter clarified that that the product problem was only associated with the adapter (sagittal saw attachment) device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products: handpiece device. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the sagittal saw attachment device overheated during an unspecified surgery and stopped working. According to the reporter, the saw was used in the middle of surgery for three bone cuts, however the device got warmer with each cut until it stopped working. It was noted that the handpiece device worked without a problem. There were no reports of surgical delay. It was reported that a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the attachment device was frozen/would not move, did not function, moving parts did not move smoothly and had component damage. It was further determined that the device failed pretest for general condition, check for mechanical free movement, check general function in running mode and check oscillation frequency with frequency meter. Therefore, the reported condition that the device stopped working was confirmed. The assignable root cause was determined to be due to component failure from normal wear.